Event description:
It was reported "the inflation tube seemed to be occluded in pretesting."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that the "pilot balloon appeared quite distended during inflation and became flattened immediately during deflation." No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.